Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir was not able to lock in place. The customer's blood glucose level was unknown. The customer stated that the insulin pump got broken at the insulin compartment and the clear ring at the top of it fell. The device will be returned for analysis.